Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned to abbott. During evaluation, the system controller was functionally tested and passed all steps without issue. Additionally, the controller was placed on a mock circulatory loop and operated as intended for an extended period of time without issue. The controller operated as intended. Multiple attempts were made to obtain additional information about the reported event such as if the alarms resolved with the exchange of the controller and if any products will be returned to abbott; however, no response was given. The root cause of the reported event of the controller fault alarm could not be conclusively determined through this analysis; however, the root cause of the no external power alarms was determined to be a user error in which both system controller power cables were disconnected from external power at the same time. Incidental findings: damage power cable the heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cables must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 29oct2021. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to troubleshoot all alarms, including controller internal fault alarms, no external power alarm conditions, power cable disconnect alarm conditions, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced and abnormal controller fault and no external power errors, then switched to backup system controller. The log files captured the internal controller fault alarms beginning at 10:31 pm on (B)(6) 2021. The alarms continued until the controller was disconnected at 10:34pm. There were multiple no external power alarms due to both power leads being disconnected, this could have been done manually or related to the controller fault. There were a few low power advisories due to normal battery depletion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.